Event description:
Hcp reports the patient had fallen on their pump which caused the catheter to disconnect from the pump. The patient was having symptoms of: "n food x3 days/vomiting/d." The patient's family (who have power of attorney) chose to have the pump electively removed. In 2003, the pump was explanted and the catheter was "tied-off" and remains implanted. The patient is now being managed with oral medication by their famiy physician.